Event description:
Patient admitted (B)(6) 2016 from (B)(6) hospital for shortness of breath over 1-2 weeks, ldh 930, inr at home 2.6, no hematuria present per patient. Inr 3.4 on transfer so bivalirudin gtt not started until (B)(6) 2016. No thrombus visualized by echo on (B)(6). Despite higher ldh and increased jvd on (B)(6) 2016, patient reported improved doe. (B)(6) planned to assess hemodynamics, surgery consulted and lvad exchange planned with heartware device. Patient had worsened heart failure symptoms overnight requiring rapid response intervention and transfer to ICU for respiratory distress. Patient's clinical status continued to decline requiring intubation and multiple vasopressors. Due to instability, tpa was given without response, aggrastat gtt also added on (B)(6)2016. Despite therapies, patient declined and family pursued comfort care later that day.